Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery (pop) using an indigo system aspiration catheter 6 (cat6)and non-penumbra guide sheath. During the procedure, while attempting to advance the cat6 into the guide sheath for the first pass, the physician experienced resistance and decided to remove the cat6. Upon removal of the cat6, the physician noticed the distal end of the cat6 was kinked. Therefore, the cat6 was not used. It was reported that the physician used the cat6 peel away sheath. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.